Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as red hives. The patient reported having a pre-existing skin irritation between the back therapy electrodes. Wearing the lifevest was reported to irritate the skin and the patient had an area with draining pus. The patient was prescribed antibiotics. Follow up was completed and the skin irritation had improved.